Event description:
In 2009, customer called and advised that eight months later, she was "leaning over to throw something in trash dumpster and she tipped unit over to the left and broke her leg." Incident was not reported, when incident occurred. Customer was contacted and was advised on proper use of unit.

Manufacturer narrative:
Customer was contacted to determine facts of the incident. Customer advised that unit was used improperly and was communicated on proper use of device. No further action necessary.